Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A defect of the pace/sense function of the lead was found. A revision was performed. Further information has been requested but not received.